Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. Additional information obtained from the field representative indicated that the lead likely moved from the original position after initial implant. This lead was surgically abandoned. No additional adverse patient effects were reported.